Event description:
It was reported that during a pulse generator change out procedure, the right ventricular lead exhibited an insulation abrasion. No electrical anomalies were noted. The lead was explanted and replaced. The patient was asymptomatic.